Manufacturer narrative:
Brand name: unknown, as model was not provided. Model#: unknown/not provided. Lot#: unknown/not provided. Catalog#: unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. PMA/510(k) #: unknown as model number was not provided. Device manufacture date: unknown as product lot number was not provided. Device evaluation: the cartridge was not returned for investigation. Therefore, product testing could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing lot number was not provided. Therefore, the complaint history and manufacturing record reviews could not be performed. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor observed a crack in the cartridge while examining it under the microscope before implanting the intraocular lens (iol) into the eye. The iol and cartridge were replaced. There was no patient contact. No additional information was provided to johnson and johnson surgical vision, inc.